Event description:
Patient presented to physician with recurrent nerve pain related to trigeminal neuralgia in (B)(6) 2021. Physician advised patient to turn off/discontinue use of inspire therapy for a period of time, to assess symptoms without inspire and to monitor symptoms. After 2 months of monitoring symptoms, the physician surgically removed the proximal half of the stimulation lead on (B)(6) 2021 at the patient's request to address the patient¿s pain.